Event description:
This event was reported as calcification, stenosis, regurgitation & congestive heart valve. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed host tissue overgrowth had encroached onto each cusp and fused each attachment site which resulted in stenosis of the effective orifice area. Calcification was noted within two cusps which contributed to stenosis of the valve. X-ray analysis revealed calcification within the bellies of cusp #2 and cusp #3. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. H6: 86= x-ray analysis. F9: 11 years.